Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the impedance trend on the rv (right ventricular) pacing lead was rising. Right ventricular pace impedance at 3059 on (B)(6) 2016. Right ventricular pace impedance steadily rises to from 2489 to 3306 between (B)(6) 2014 and (B)(6) 2015. (B)(4).

Event description:
It was reported that the lead exhibited high pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.